Event description:
Customer reportedly rec'd results of 248 mg/dl and 92 mg/dl within 10 mins on the same device. No symptoms of low or high blood glucose. No action was taken based on device results. In 2007, customer reportedly rec'd results of 220 mg/dl and 43 mg/dl within 10 mins on the same device. Customer felt shaky and faint; self treated with coke (symptoms and treatment match results). No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.